Event description:
Information received by medtronic indicated that the insulin pump had a critical block and inverse critical block did not add to zero error alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. S/w version 5.2 a. Retainer ring = black. Case type = ngp. Customer returned pump for alleged pump error 15 found on (B)(6) 2022. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, and self test. The pump passed the displacement accuracy test at 0.0861 inches. The pump failed the sleep current test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No pump error 15 alarm noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed a pump error 15 on the event date of 12/16/2022 at 06:17:15.000 or 6:17:15 am due to a possible software anomaly (file number: 0, line number 1935, esf# : 3764385). Pump was cut open to perform visual inspection and found moisture damage on pcba 1 and the force sensor. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, and corroded battery tube. Pump error 15 was confirmed in the history files and traces due to a possible software anomaly (file number: 0, line number 1935, esf# : 3764385). High sleep current measurement was confirmed due to moisture damage on the force sensor and pcba 1. Moisture damage was confirmed found on pcba 1, force sensor, and battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.